Manufacturer narrative:
Visual inspection: the devices were inspected by reviewing the associated radiographic image. One (1) image was provided that showed the condition of the damaged construct. The image was taken laterally from the side of the patient. Screw fracture was able to be identified for both screws at the caudal level. Both screws appeared to have been fractured into two (2) pieces. Fracture occurred at nearly the same location on both screws and appears to have occurred between the first and second thread (from the screw head). Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not returned for evaluation. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the failures to occur, although it is possible that subsidence may have contributed to the issue. Ultimately, the failure was not able to be adequately evaluated with the available information, and a root cause for the screw fracture could not be determined.

Event description:
A physician reported a fractured securing mechanism of a four-level ozark plate. Revision surgery is not currently scheduled.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported a fractured securing mechanism of a four-level ozark plate. Revision surgery is not currently scheduled.